Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and battery out limit alarm. Customer's blood glucose level was in the high 400 mg/dl range. Troubleshooting for battery out limit alarm was performed. Customer advised they replaced the battery and received the alarm. Customer was advised on how to clear the alarm. Customer was advised to disconnect, remove the reservoir and rewind the insulin pump. Customer advised they stopped insulin pump therapy for several weeks as a result of high blood glucose levels. Customer advised they followed up with their healthcare provider and decided to go back on insulin pump therapy.